Manufacturer narrative:
(B)(4). The replaced single board computer (sbc) was received for investigation. It was attached to a test ventilator, and powered on multiple times, in an attempt to duplicate the reported malfunction. The device powered on normally, and no alarms or errors were generated. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, upon power up, the ventilator screen froze at the green image. A nurse unsuccessfully tried to forcibly turn it off. The battery power pack was removed to shut off the unit. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.